Event description:
It was reported that during a colon procedure, the cartridge was empty. During the stapling, the surgeon reported that there were not staples in the cartridge. He verified and reported that no staples were found into the patient or out the patient. The colon stump unstapled fell open in the abdominal cavity. The surgeon retrieved it manually and closed it by manual suturing. In the week following this procedure, the constants of the patient is not good (especially fever) and the patient was re-operated: a fistula was discovered on the manual suture line. To date ((B)(6) 2010) the patient is well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that one device arrived in good visual conditions and void of staples. The device was manually loaded with staples and it was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape; the staple line was noted to be complete. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.